Event description:
The following publication was reviewed: ¿incidence of stent graft failure from type iiib endoleak in contemporary endovascular abdominal aortic aneurysm repair¿ (jeontaik k. Et al., journal of vascular surgery, published aug 26, 2019.) In this publication, a literature review retrospectively aimed at analyzing the incidence, etiology, diagnosis, and treatment of type iiib endoleaks resulting from material failure, potentially leading to aneurysmal sac enlargement and latent rupture post endovascular abdominal aneurysm repair was conducted. In 23 articles between 2003 and 2018, 46 type iiib endoleaks in 7 endograft brands were identified. This article references a gore® excluder® stentgraft with 60 months to diagnosis of a type iiib endoleak located at the flow divider. Following an aneurysm rupture, the endoleak was repaired with a cuff and limbs during an endovascular reintervention. The etiology of the aneurysm was reportedly unknown. On an unknown date presumably in 2005, this patient underwent endovascular treatment for an abdominal aortic aneurysm with a maximum diameter measuring 6.7 cm and was therefore treated with gore® excluder® aaa endoprostheses. Aortic neck length was 15 mm below the right renal artery and the neck diameter was 22 mm at the parallel portion of the landing zone. The aneurysm started at the level of the right renal artery and also involved the left renal artery. A second right renal artery was also revealed. Prior to the procedure, a left iliorenal bypass was performed. No resistance was met during the implant of a 26mm x14.5mm x18cm gore® excluder® trunk-ipsilateral leg component and the stent graft was deployed below the right renal artery with intentional coverage of the left renal artery. An 18mm x 11.5cm limb was placed on the right and two limbs, 18mm x 13.5 cm and 18mm x 9.5 cm were implanted on the left side. To repair a type ia endoleak identified during final angiography imaging, angioplasty was performed and a 4010 palmaz stent was implanted. All graft junction zones were ballooned and a repeat angiogram showed no evidence of endoleak. Follow-up computed tomography (CT) imaging with duplex sonography at 1, 6, and 18 months showed the aneurysm had decreased from 6.6 to 4 cm and did not identify an endoleak. In 2010, CT imaging suggested an aneurysm rupture caused by a type iii endoleak after the patient had emergently presented himself with severe abdominal and lower back pain. After resuscitation and substitution of blood products, the patient was transferred to emory university hospital where a significant amount of contrast was found to extravasate into the aneurysmal sac and a fabric tear was presumed to be located at the level of the flow splitter at the side of the right limb. A 28.5 mm cuff was then placed proximally and two 16mm x 11.5cm limb extension were deployed distally with a subsequently performed angiogram demonstrating no endoleak and patent renal arteries. A year prior to the rupture of aneurysm, a stable sac size of 4 cm and again no endoleak was found. Reportedly, the reason for the fabric tear was stated to be unknown but unlikely to have happened during the initial procedure. Increased fabric tension leading to material fatigue caused by the patient¿s 45 degree aortic neck angulation was considered theoretical and thus unlikely and no endoleak or stent wire fracture was found during follow-up examinations over four years.

Manufacturer narrative:
B.5. Updated to correct a minor device size error. Additional reference article attached.

Manufacturer narrative:
The date the article was accepted is being used as the date of event. Literature citation: to gain a better understanding of this event, cited reference# 15 in the source article was followed up and the following article was reviewed: dayama a, tsilimparis n, kasirajan k, reeves j. "Late gore excluder endoprosthesis fabric tear leading to abdominal aortic aneurysm rupture 5 years after initial implant." J vasc surg 2013;57:221-4. The other incidence of type iiib endoleak cited in the article is being reported under MFR report # 2017233-2019-00969.

Event description:
The following publication was reviewed: ¿incidence of stent graft failure from type iiib endoleak in contemporary endovascular abdominal aortic aneurysm repair¿ (jeontaik k. Et al., journal of vascular surgery, published aug 26, 2019.) In this publication, a literature review retrospectively aimed at analyzing the incidence, etiology, diagnosis, and treatment of type iiib endoleaks resulting from material failure, potentially leading to aneurysmal sac enlargement and latent rupture post endovascular abdominal aneurysm repair. In 23 articles between 2003 and 2018, 46 type iiib endoleaks in 7 endograft brands were identified. This article references a gore® excluder® stentgraft with 60 months to diagnosis of a type iiib endoleak located at the flow divider. Following an aneurysm rupture, the endoleak was repaired with a cuff and limbs during an endovascular reintervention. The etiology of the aneurysm was reportedly unknown. On an unknown date presumably in 2005, this patient underwent endovascular treatment for an abdominal aortic aneurysm with a maximum diameter measuring 6.7 cm and was therefore treated with gore® excluder® aaa endoprostheses. Aortic neck length was 15 mm below the right renal artery and the neck diameter was 22 mm at the parallel portion of the landing zone. The aneurysm started at the level of the right renal artery and also involved the left renal artery. A second right renal artery was also revealed. Prior to the procedure, a left iliorenal bypass was performed. No resistance was met during the implant of a 26 mm x 14.5 mm x 18.5 cm gore® excluder® trunk-ipsilateral leg component and the stent graft was deployed below the right renal artery with intentional coverage of the left renal artery. An 18 mm x 11.5 cm limb was placed on the right and two limbs, 18 mm x 13.5 cm and 18 mm x 9.5 cm were implanted on the left side. To repair a type ia endoleak identified during final angiography imaging, angioplasty was performed and a 4010 palmaz stent was implanted. All graft junction zones were ballooned and a repeat angiogram showed no evidence of endoleak. Follow-up computed tomography (CT) imaging with duplex sonography at 1, 6, and 18 months showed the aneurysm had decreased from 6.6 to 4 cm and did not identify an endoleak. In 2010, CT imaging suggested an aneurysm rupture caused by a type iii endoleak after the patient had emergently presented himself with severe abdominal and lower back pain. After resuscitation and substitution of blood products, the patient was transferred to emory university hospital where a significant amount of contrast was found to extravasate into the aneurysmal sac and a fabric tear was presumed to be located at the level of the flow splitter at the side of the right limb. A 28.5 mm cuff was then placed proximally and two 16 mm x 11.5 cm limb extension were deployed distally with a subsequently performed angiogram demonstrating no endoleak and patent renal arteries. A year prior to the rupture of aneurysm, a stable sac size of 4 cm and again no endoleak was found. Reportedly, the reason for the fabric tear was stated to be unknown but unlikely to have happened during the initial procedure. Increased fabric tension leading to material fatigue caused by the patient¿s 45 degree aortic neck angulation was considered theoretical and thus unlikely and no endoleak or stent wire fracture was found during follow-up examinations over four years.